Manufacturer narrative:
Device evaluation: lens returned in a microcentrifuge vial in liquid. Visual observation found no visible damage to lens. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
H6-device code 1494: off-label use (under 21yrs of age at date of implant). Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo 12.6 implantable collamer lens of -17.50/2.50/091(sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. Refractive surprise was observed. On (B)(6) 2023 the lens was exchanged for a same model and size lens with different power and the problem was resolved. Cause reported as unknown.